Event description:
Mother reported the pt experienced hyperglycemia for the past week, and she believes the insulin delivery of the infusion device is inaccurate. At times, his blood glucose has elevated above 420 mg/dl. The infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.